Manufacturer narrative:
Method: device not returned, follow up with company representative.

Event description:
It was reported that during a kyphoplasty procedure physician observed the hardening time of the cement was "far over 20 minutes and took too long." The physician waited for the cement to get to the doughy state before using it. The operating room temperature was normal, approximately 20 degrees celsius. The procedure was successful and the patient is "fine." No additional information was reported.